Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patients onetouch ultralink meter was reading inaccurately high both with blood and control solution. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 at 12:00am. At that time, the patient obtained an allegedly high blood glucose result of "190mg/dl", and "124 mg/dl with the subject meter and compared it to his feelings with the subject meter as well as obtained a "195mg/dl" control solution result which was compared to the range on the test strip vial. The patient advised that he manages his diabetes with an insulin pump. On (B)(6) 2011 at an unknown time, the patient reported that he became "sweaty". The patient advised that he received non-hcp assistance in the form of food and drink as treatment.. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. The patient was using non-lifescan control solution for testing. Replacement products were sent to the customer. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began and required self treatment due to the alleged high result.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.